Event description:
It was reported that the asymptomatic patient presented in clinic for a follow up. The pacemaker was found in back-up vvi mode. Restoration was not attempted due to low battery status. The pacemaker was explanted and replaced. The patient was in stable condition.